Manufacturer narrative:
The customer reported difficulty delivering paced pulses to a hypothermic pt (core temp of 27 degrees c (80.6f)). No adverse pt impact was reported. A core temperature of 27.0 is equal to 80.6 degrees fahrenheit. Pt impedance increases with hypothermia and the difficulty experienced by the users was related to the high impedance while trying to deliver pacing pulses across this high impedance. The ability to pace in this circumstance may improve if rewarming is accomplished. We are considering the user misunderstanding regarding pt impedance and no malfunction of the device. (B) (4).

Event description:
The customer reported difficulty delivering paced pulses to a hypothermic pt (core temp of 27 degrees c (80.6f)). No adverse pt impact was reported.